Manufacturer narrative:
Hamilton medical ags reference: (B)(4). Hamilton medical ags conclusion: it was reported that a hamilton-t1 ventilator emitted a continuous high pitched alarm during patient transport, the screen froze, and ventilation stopped. The touchscreen and p&t (press and turn) knob were unresponsive until the staff performed a hard reset. After restarting, the ventilator operated normally. It was later confirmed that safety ventilation had been activated. No ambient state occurred. No harm to the patient, user, or third party was reported. During inspection, similar alarm conditions could only be reproduced by intentionally disturbing the external flow sensor tubing, such as disconnecting, bending, or obstructing it. The log data did not show evidence of a pressure sensor hardware problem; the dominant pattern indicated disturbances of the external flow sensor. As a precaution, the pressure sensor assembly was replaced. All service tests were passed, and no persistent defect was identified. Based on the available information, the most likely cause is a brief disturbance of the external flow sensor tubing during transport, leading to a chain of sensor events and a temporary firmware deadlock. This cause cannot be proven conclusively. The case is closed based on the current evidence and will continue to be monitored. Case is considered closed. Note: imdrf code in a in this case is a0723 - unexpected mode switch; but this term was not available in imdrf selection of the medwatch at the time of the report.

Event description:
Hamilton medial ag received the following complaint description (summary): hamilton medical ag received a report stating that during patient transport a hamilton-t1 ventilator produced a constant high-pitched alarm sound, the display froze, and ventilation stopped. According to the customer, neither the touchscreen nor the hardware controls responded, and the device was restarted by a hard shutdown, after which ventilation resumed normally. No additional device was required. No further clinical signs, symptoms or conditions and no health consequences or impact, were reported. The investigation to verify the allegation is still in progress.

Manufacturer narrative:
Hamilton medical ag ref. Nr: (B)(4). Investigation is ongoing.